Event description:
Upon initiation of dialysis treatment, the pt experienced back pain, and shortness of breath. Pt was placed on competitor dialyzer with no further symptoms. The estimated blood loss was greater than 200 cc. The dialyzer was first use, and was not pre-processed.